Manufacturer narrative:
Please note: this device was manufactured prior to the date 24 september 2013. Therefore, a complete unique device identifier (UDI) is not available.

Event description:
It was reported that technical services (ts) was asked for advice regarding magnetic resonance imaging (MRI) for a patient with a disabled left ventricular (lv) lead. It was noted the reason the lead is switched off is unknown. It was also noted lv impedance is greater than 3000 ohms. Ts discussed the risks of MRI scans under a high impedance condition. At this time, there is no evidence the MRI has been performed, and no adverse patient effects were reported.